Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# v234613, implanted: (B)(6) 2009, product type lead; product ID 3550-39, lot# n199228, implanted: (B)(6) 2009, product type accessory; product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-45, lot# v234613, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-39, lot# n199228, implanted: (B)(6) 2009, product type accessory; product ID 3487a-45, lot# v234613, implanted: (B)(6) 2009, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
The patient could not get his stimulation to turn back on. The ¿call your doctor¿ icon displayed on the recharger. The end of service (eos) message was also seen. This was about 2 weeks ago. The ins was charged up it just would not turn on. The next day a problem with the patient programmer (pp) was reported. The patient as not able to make adjustment both with or without the antenna attached. A communication problem was reported with the recharger. An ins overdischarge was suspected. The patient last recharged and felt stimulation a few months ago. The patient started to have trouble recharging 2 months ago. The recharger and pp could not connect with the implant. Additional information has been requested.